Event description:
Healthcare professional reported immediately after injection with a total of two syringes of juvederm ultra xc on the corners of the mouth" and "upper lip and middle of lower lip" pt experienced some initial swelling of the lips. Pt was prescribed prednisone the day of injection. This medication was effective, however, once discontinued by the pt after three days, the swelling reoccurred. Pt informed the healthcare professional that in addition to swelling their lips were painful, sore, and tender; upon evaluation healthcare professional noted the lips were "really hard". Pt was treated with antibiotics and additional prednisone; symptoms are ongoing at this time.

Manufacturer narrative:
Device labeling: intended use/indications. Juvederm ultra xc injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). Contraindications: juvederm ultra xc is contraindicated for pts with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Juvederm ultra xc contains trace amounts of gram-positive bacterial proteins and is contraindicated for pts with a history of allergies to such material. Juvederm ultra xc contains trace amounts of lidocaine and is contraindicated for pts with a history of allergies to such material. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.